Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was not further described. The patient was hospitalized on the same day of onset. The patient was treated with cefipime(1gram intravenously IV), and 400milligram (mg) of fluconazole tablets. One day after hospitalization, the patient began intraperitoneal treatment with 250mg of cefipime. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the reported event and retraining on proper aseptic technique was performed. No further information was provided.